Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clips were falling out of the jaws unformed. When the device would fire, the clips were scissoring. Another device was used to complete the case. There was no adverse consequence to the patient. Device will not be released.

Manufacturer narrative:
(B)(4). Information is unavailable; customer indicated device will not be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic artery or duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Light torque. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Gall bladder disease what was found? Same. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.